Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was confirmed that the device is damaged after the recent overdischarge. There were no particular codes accompanied with the por. Trickle charge was done and battery was at eos. Patient was getting a replacement and date was to be determined. Patient's weight at the time of the event was unknown. The provided information was confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient has an alleged overdischarge. The caller stated the patient came in with their recharger not charged and they have it plugged into the wall now, and the caller was inquiring if they can start a physician recharge mode (prm) with the recharger plugged into the wall. The information was reviewed that the prm can be done with the recharger charging from the wall. The caller was having trouble getting the prm started, but after the information was reviewed the caller did not request further assistance. The patient stated it has been 2.5 years ago since their ins has been "up and functioning". The patient knew the whole time the ins was in an overdischarged stated, it was just a matter of getting it resolved. No further complications were reported. No patient symptoms were reported. 2019-oct-01, additional information was received from the rep. It was reported that after allowing the trickle charge to run for 60min, there was no return to the normal recharging screen. The hcp office was getting ready to close for the day, so rep reviewed the instructions to initiate another 60min timer for the patient to continue once he was home. Rep followed up with the patient on 10/01 to see if he was able to successfully recharge his ins, but only reached his voicemail. On 10/9, rep reported that patient's device gave power n reset (por) and then end of service (eos), after physician recharge mode was done. It was reviewed with caller that it's likely that patient has had 2 previous overdischarges, that on the 3rd overdischarge the implant would give eos message. Rep said patient is not aware of previous overdischarges. No further complications were reported.